Manufacturer narrative:
(B)(4). D6a: implant date - 2011. G2: foreign - australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a knee revision approximately 12 years post implantation due to a worn bearing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the articular surface implant has foreign material on it. The implant also shows heavy wear on the posterior condyles. As the implant was not returned further evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right knee arthroplasty with narrowing of the tibiofemoral space greatest posterolaterally consistent with wear of the bearing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.